Event description:
New information notes that the noise was only observed on the far field channel of the device. Noise was not observed on the sensing channel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise episodes were observed via merlin.net. The patient is scheduled for a follow-up and is in good medical condition.